Event description:
Ingested a small amount [accidental device ingestion], burns my stomach [stomach burning sensation of], tongue red [tongue redness], lips are red [lip redness], tongue burns [burning tongue], lips burns [burning lips]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (corega tablets) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started corega tablets. On an unknown date, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant), stomach burning sensation of, tongue redness, lip redness, burning tongue and burning lips. The action taken with corega tablets was unknown. On an unknown date, the outcome of the accidental device ingestion, stomach burning sensation of, tongue redness, lip redness, burning tongue and burning lips were unknown. It was unknown if the reporter considered the accidental device ingestion, tongue redness, lip redness, burning tongue and burning lips to be related to corega tablets. The reporter considered the stomach burning sensation of to be related to corega tablets.this report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information reported by a consumer via call center representative (email) on 3004548776-2023-00009 . The consumer stated that, "I ingested a small amount of the effervescent corega tablet, I am very scared, what harm can it cause me. It burns my stomach, my tongue and lips are red and it burns". (B)(6).

Manufacturer narrative:
Argus case: (B)(4).